Manufacturer narrative:
Investigation- the proximal portion of the reported device returned for evaluation; the distal segment of the device was not returned. Visual inspection off the return portion noted damage starting at 121 cm from the strain relief. The catheter was noted to have kinks and signs of elongation for the next 9 cm. The noted damage is indicative of excess force applied to the catheter during usage. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event.

Manufacturer narrative:
Blank fields on this report indicate the information is unknown or unavailable. (B)(4). Event is still under investigation at this time.

Event description:
Information initially provided on (B)(6) 2016 stated: "snapped in two during pedal case." Additional information was requested on (B)(6) 2016. The complaint product was received (B)(6) 2016 and it was noted that the distal end of the catheter was missing. Additional information was again requested (B)(6) 2016 and was informed the physician was out of the country. A response was provided (B)(6) 2016 and it was at that time, the event was determined reportable. Although the customer did not state the catheter snapped within the patient, the manufacturer was advised that during a peripheral leg-pedal access and femoral artery access procedure on the (B)(6) male patient, with severe calcified artery and pre-existing condition of pad, the device "snapped in two." The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.